Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient presented to the clinic for a follow-up. Device interrogation indicated the rv lead exhibited noise in addition to low impedances and high thresholds. Surgical intervention was undertaken on (B)(6) 2016 during which the lead was capped and replaced. Fluoroscopy images indicated possible subclavian crush. No patient symptoms were reported.